Event description:
It was reported that pump displayed repeated malfunction alarm malf 12 with associated fault code, and customer had experienced at least three occurrences of same issue on same pump. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to use alternate insulin method if necessary, and technical support arranged replacement pump within warranty, confirmed shipping details, instructed customer to place malfunctioning pump in storage mode and return it within 10 days, and advised customer to program pump settings and connect continuous glucose monitor to replacement pump upon receipt.